Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: precision spectra, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 169026.

Event description:
It was reported that the patient was experiencing inadequate coverage of their pain. Imaging performed revealed that one of the spinal cord stimulation (scs) leads had migrated. The patient underwent a revision procedure in which the lead was explanted, and two new leads were implanted epidurally to cover the missing pain area. The existing ipg was upgraded to allow access to more programming options and better address residual pain that was not being covered by the previous system.

Manufacturer narrative:
Model sc-2366-50, serial (B)(6). The returned lead passed the impedance test and exhibits normal characteristics. A labeling review found that the device was used per IFU product label. Therefore, based on all available information, lead migration is a known inherent risk of device use. Model sc-1132, serial (B)(6). Laboratory analysis of the returned ipg did not reveal any anomalies as the ipg exhibited normal characteristics.

Event description:
It was reported that the patient was experiencing inadequate coverage of their pain. Imaging performed revealed that one of the spinal cord stimulation (scs) leads had migrated. The patient underwent a revision procedure in which the lead was explanted, and two new leads were implanted epidurally to cover the missing pain area. The existing ipg was upgraded to allow access to more programming options and better address residual pain that was not being covered by the previous system.

Manufacturer narrative:
Model sc-2366-50, serial (B)(6). E returned lead passed the impedance test and exhibits normal characteristics. A labeling review found that the device was used per IFU product label. Therefore, based on all available information, lead migration is a known inherent risk of device use. Model sc-1132, serial (B)(6). The device is currently undergoing technical analysis. The investigation is not yet complete. A supplemental report will be submitted once the results are available.

Event description:
It was reported that the patient was experiencing inadequate coverage of their pain. Imaging performed revealed that one of the spinal cord stimulation (scs) leads had migrated. The patient underwent a revision procedure in which the lead was explanted, and two new leads were implanted epidurally to cover the missing pain area. The existing ipg was upgraded to allow access to more programming options and better address residual pain that was not being covered by the previous system.